Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system was unable to boot up. Upon troubleshooting, the fse found that the software application had crashed. To resolve the issue, the fse reinstalled and upgraded the system software. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.